Event description:
It was initially reported by the pt that she has been having difficulty swallowing for about a month. She states that she went to a gi doctor and had some tests and was told that there is a problem with her vagus nerve. She states that she told him that she had a vns. She states, she has a problem swallowing certain things but not others. She has been using the magnet over her generator to turn it off, and she still notices that she has trouble swallowing. She states, her seizures have been under control even though she has been using her magnet to stop stimulation. She said sometime she still gets a "surge of power" usually when she is running so she thinks maybe the magnet slips off the generator but she may get it other times too. In a review of the pt's programming history in the MFR's database, the pt's device was disabled for approx 24-hrs in 2008, which could be indicative of a procedure performed, which is recommended by the MFR. It is unclear if the pt was referred to any diagnostic or therapeutic treatments which could have impacted the vns lead or generator. Good faith attempts to obtain further info have been unsuccessful to date.

Event description:
The patient reported on a message board (posted (B)(6) 2009) that she was having trouble swallowing food and medication and had never had this before. She disabled her generator output current with her magnet in order to swallow better. She indicated that she had a swallowing test. No further relevant information has been received to date.